Event description:
It was reported that the pump's usb port was loose, causing difficulties charging the pump. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer reverted to using an alternate pump for insulin therapy until the replacement pump arrived.